Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided x-rays confirms the reported femoral head dislocation. Cup positioning and polywear cannot be commented upon from this review. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Medical records were reviewed. From a medical perspective, due to the length of time between date of insertion and date of revision (30+ years), it would not be unexpected to observe poly wear as described in the complaint. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states that patient has suffered from a dislocation. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised on (B)(6) 2016. Upon revision the patient's poly cup was found to be worn through. The cup was loose and had completely dislocated along with the head. Records also indicated the (B)(6) 1998 surgery was also a revision surgery for a loose femoral stem. At this time is unknown if the patient had a depuy femoral stem revised. Osteolysis was noted along with minimal poly wear of the cup.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Event description:
Update rec'd 07/15/2016 - the patient's medical records were received. Part and lot information for the femoral head was received and will be updated. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 07/15/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. Part and lot information for the femoral head was received and will be updated. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided x-rays confirms the reported femoral head dislocation. Cup positioning and polywear cannot be commented upon from this review. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Medical records were reviewed. From a medical perspective, due to the length of time between date of insertion and date of revision (30+ years), it would not be unexpected to observe poly wear as described in the complaint. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.